Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, the customer stated that pump dues not charge past 55%. There was no impact to the customer's blood glucose level due to the charging issue. It was indicated that the customer would continue to use the pump until the replacement pump was received. In addition, it was reported that the customer experienced elevated blood glucose (bg) level somewhere between 400-600 (mg/dl). The customer indicated that a bolus via the pump would be administered for correction to high bg level. The customer stated the cause of the high bg level was unknown, however they do not believe it is pump or supply related. The customer declined troubleshooting for the elevated bg level with tandem technical support.

Manufacturer narrative:
(B)(4).